Event description:
The customer reported that a patient's sample failed to react in the anti-a microtube using mts a/b/d monoclonal and reverse grouping card for lot #042806037-03 on the ortho provue analyzer. The sample was forward typed as group o and reverse typed as ab.

Manufacturer narrative:
Sample was not submitted for investigation. Mts could not confirm the customer's complaint. Based on the available information and the results of the investigation, sample is weak subgrouping of a with anti-a1, reacting negative in the anti-a gel and weakly in tube (1+). Incident is most likely sample related. The provue correctly interpreted the results in the anti-a microtube as negative, which was confirmed in manual gel. Therefore, instrument malfunction was ruled out. However, mts cannot rule out gel card as a contributing factor. Labeling for the anti-a, anti-b, anti a-, b gel cards cautions the user as follows: the anti-a and anti-b gel reagents may not detect some weak subgrouping of the a and b antigens. The use of the anti-a, b card may better detect these weak antigens. It is expected that gel card containing anti-a and anti-a, b will not detect some very rare weak examples of the a or b antigen. Suppressed or diminished expression of certain blood group antigens may give rise to false negative reactions. For this reason, caution should always be exercised when assigning the abo type. The results of re cell grouping should be confirmed by reverse (serum) grouping. Abo serum or plasma tests should always be performed as an adjunct to abo cell grouping tests. Any discrepancies between the cell and sera grouping results must be resolved before the abo grouping is assigned. A false negative result in forward typing may lead to the misclassification of a patient's abo group. This has the potential to lead to transfusion of abo incompatible blood with risk of death up to 10%. For this reason incident is considered reportable.